Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device sought medical care due to two device shocks. The initial assessment was that oversensing resulted in inappropriate therapy; as such, the device was deactivated and technical services contacted for recommendations. Data and x-ray imaging were reviewed and guidance provided. X-ray images confirmed a 180 degree device rotation within the pocket. The physician elected to surgically intervene and reposition the unit. During the procedure, a torn fascia was confirmed. The device was repositioned, secured in place; all connections and other system components appeared normal. The pocket was reclosed and the procedure completed. Post intervention, the patient admitted to using an axe to split wood, although the representative had reported to the patient, this action was not advisable. At this time, the device remains implanted and in service. Additionally, the patient agreed to future wood splitting with an automatic tool.